Event description:
Testing of the right ventricular pacemaker lead was attempted but the set screw was malfunctioning and was not able to be tightened or untightened. After extensive manipulation and using multiple instruments it was possible to free the screw and then the lead. At this point, testing of the lead revealed low r wave and a high pacing threshold.